Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced tubing that bulged. The following information was provided by the initial reporter: material #: 2420-0007. Batch/ lot #: 21025433. I had a nurse given me some IV tubing that has a bulge. This past weekend, the patient went for a procedure, then came back to our floor. The nurse noticed the IV tubing was bulged where the tubing should fit into the alaris pump.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced tubing that bulged. The following information was provided by the initial reporter: material #: 2420-0007 batch/ lot #: 21025433. I had a nurse given me some IV tubing that has a bulge. This past weekend, the patient went for a procedure, then came back to our floor. The nurse noticed the IV tubing was bulged where the tubing should fit into the alaris pump.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/10/2021. H.6. Investigation: one sample (model #2420-0007) and two photos were returned by the customer. It was reported by the nurse that the IV tubing had a bulge. The photos show the reported set, and one photo displays the bulge in the pump segment. This photo verifies the complaint. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. No bulging was observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated. A device history record review for model 2420-0007 lot number 21025433 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of bulge / balloon in silicone segment / pump segment with lot #21025433 regarding item #2420-0007.